Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the pump alarmed with a motor stall on (B)(6) 2018. The hcp decided to replace the pump; the catheter was left implanted. The replacement occurred on (B)(6) 2018. Contributing factors were unknown; no magnetic interference was thought to have occurred. The issue was resolved. The patient status was alive; no injury. The pump would be returned. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
Review of the initial interrogation report indicated the concentration of lioresal was 2,000.0 mcg/ml and the daily dose was 1,5 99.0 mcg. Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft bearing. Fdm updated. Fdr updated. Fdc updated. If information is provided in the future, a supplemental report will be issued.